Event description:
It was reported that the sales rep noted that there was a hair in the packaging of the bur. It was also reported that this bur was part of the representative's sale samples and did not reach any account.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for eval, however photographs were provided. It was visually confirmed that there was a hair located within the flexible pouch. The manufacturing history records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.